Event description:
It was reported that pump screen remained dark and would not turn on despite multiple attempts to power it on and charge it, with red light blinking around button and no vibration occurring. There was no adverse impact to the customer's blood glucose level. Customer was instructed on several troubleshooting steps that did not resolve issue, so technical support arranged pump replacement, confirmed warranty and shipping details, advised customer to use multiple daily injections as backup insulin therapy, instructed customer to place pump in storage mode and return it with pre-paid label, and informed customer that pump settings and continuous glucose monitor would need to be set up on replacement pump.